Event description:
The manufacturer received information that a trilogy evo ventilator failed calibration for the active exhalation control module (aecm) verification. A field service engineer attended the customer site to address the issue. No harm or injury was reported. On device evaluation, the alleged calibration failure was confirmed. The three-way solenoid valve and active exhalation module required replacement to address the calibration failure. The field service engineer confirmed that the customer requested phiips to perform the repair. The field service engineer replaced the evo 3 way solenoid valve and aecm and performed a complete product validation test as per the manufacturer's specifications. The manufacturer received information alleging a ventilator failed calibration testing o the active exhalation control module. There was no harm or injury reported.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo proportional valve with the allegation of failed active exhalation testing. Pil installed the trilogy evo proportional valve on the trilogy evo test bed and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at post-test and passed all testing. Pil concluded that the proportional valve operates as designed. Pil was unable to confirm a failure of the proportional valve.